Manufacturer narrative:
(B)(4). Fisher and paykel healthcare (f&p) are currently in the process of obtaining further information regarding the reported event. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in australia reported, via a fisher & paykel healthcare (f&p) field representative, that crystallization occurred in the expiratory limb of a f&p 950a81 adult ventilator dual heated circuit kit (950 circuit kit). The healthcare facility reported the use of a nebulizer to administer the following drugs: tranexamic acid, salbutamol, ipratropium bromide (atrovent). The healthcare facility reported that a non-f&p ventilator that was part of the set up alarmed after 14 days of use for obstruction, alerting the healthcare staff to the event. As a result, the ventilator stopped. The healthcare facility stated the patient desaturated to below 80 spo2. The patient was manually ventilated via a bag mask valve before being placed back on the same 950 circuit kit. The 950 circuit kit was replaced the following morning as part of a routine circuit change. No further patient consequences were reported. F&p are currently in the process of obtaining further information about the reported event.

Event description:
A healthcare facility in australia reported, via a fisher & paykel healthcare (f&p) field representative, that crystallization occurred in the expiratory limb of a f&p 950a81 adult ventilator dual heated circuit kit (950 circuit kit). The healthcare facility reported the use of a nebulizer to administer the following drugs: tranexamic acid, salbutamol, ipratropium bromide (atrovent). The healthcare facility reported that a non-f&p ventilator that was part of the set up alarmed after 14 days of use for obstruction, alerting the healthcare staff to the event. As a result, the ventilator stopped. The healthcare facility stated the patient desaturated to below 80 spo2. The patient was manually ventilated via a bag mask valve before being placed back on the same 950 circuit kit. The 950 circuit kit was replaced the following morning as part of a routine circuit change. No further patient consequences were reported.

Manufacturer narrative:
(B)(4). Method: the 950a81 adult ventilator dual heated circuit kit was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information and photography provided by the customer and our knowledge of our product. Results: visual inspection of the photographs provided by the customer showed that crystallization was observed on the inlet port of z41002 chamber. Based on current information and photos provided, the reported blockage on the expiratory limb was not confirmed. Conclusion: without the complaint device, we are unable to determine the cause of the reported fault. However, it is most likely due to use of nebulized drugs. The user instruction for 950a80, 950a81,950a82 state the following: when nebulized drugs are used resistance to flow should be monitored and the filter replaced, following standard hospital procedure. Change filter provided every 24 hours or sooner if notable deterioration occurs, following standard hospital procedure.